Manufacturer narrative:
The customer reported event of 'catheter leak' was confirmed during functional testing. The most probable root cause is due to a latent bond defect. During visual inspection, there was no physical damage observed on the catheter. Blood residue observed on the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at proximal end of the distal balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for icy catheter with lot 92832.

Event description:
It was reported that prior to taking the patient for a CT scan, the coolgard system appeared to be functioning properly. Once the patient returned, the coolgard system was reconnected and turned on. The saline bag appeared to run empty, customer replaced the saline bag. However, the coolgard system displayed 'airtrap error message', the air trap was empty. Customer disconnected and re-prime the coolgard system; however, customer could not get all the air out of the tubing. Customer replaced the start-up kit, but the second saline almost ran dry again. Customer suspected there was a catheter leak. The catheter was replaced and the patient continue coolgard system treatment without any issue. No patient complications were reported.